Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, cloudy in the gel, white particles in the shell, deformation device and weigh to the spec. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, corrected and/or changed data: d.10, h.3, h.6.

Event description:
Patient reported right-side capsular contracture, baker grade unknown. Health professional later confirmed baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right-side capsular contracture, baker grade unknown. Health professional later confirmed baker grade iii. Device has been explanted.